Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for obsessive compulsive disorder and movement disorders. It was reported that patient had had implant turned off the past year because it was not all that effective for patient. Patient had not maintained a charge on implantable neurostimulator (ins) during this time either. Patient attempted to recharge ins, so he could use it again, but could not get implantable neurostimulator (insr) to recharge the ins. It was indicated that whenever, he went through airport security "it starts to beep in terms of the ins in his chest". Over the past week or so, patient had felt foggy, hazy, not as sharp as he usually felt. He thought it had to do with going through airport security machines. Patient also reported that he was never told about having to maintain a charge on the ins even when not in use. He was never told about overdischarged and thought this was a time consuming ordeal. Patient stated he was flying out of the country on the day of this call and needed to have the issues resolved now. He would be out of the country for several weeks. He currently did not have managing healthcare provider. Additional information was received from a health care provider (hcp) and a patient. It was reported that the implantable neurostimulator (ins) was off for greater than a year and it was overdischarged. A physician recharge mode was performed and the power on reset (por) message was cleared. It was stated that the patient did not charge his device because he did not experience any therapeutic relief. The patient also reiterated that when he went through airport security, his implantable neurostimulator (ins) started beeping so the patient "turned his ins off/on". It is unknown if the device was turned off or on. Following the airport security incident the patient experienced a sudden onset of debilitating headaches. Please see report number 3004209178-2016-13084.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.